Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call external ram crc error alarm, unexpected restart alarm and battery out limit alarm. Customer's blood glucose level was 150 mg/dl. Troubleshooting for the battery out limit alarm was performed. Customer advised when they replace the battery on the insulin pump it completely resets and forces customer to input the time and date once again. Customer's alarm history showed multiple unexpected restart and external ram crc error alarms. Troubleshooting for unexpected restart alarm was performed. Customer advised they had multiple alarms. Troubleshooting for the external ram crc error alarm was performed. Customer advised a temporary basal was not programmed before the alarm occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.